Event description:
The surgeon was performing a hip procedure on (B)(6) 2010 with the assistance of the robotic arm interactive orthopedic system (rio). After a successful femoral bone registration, the acetabular model contained a region of bone that was not observed clinically and acetabular registration could not be verified. The surgeon observed that the inclination values appeared to be off by 20 degrees. Acetabular reaming could not be completed using the rio because the reamer drill did not power on. The surgeon decided that the proper course of action was to complete the case with manual instrumentation.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation is being performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio). The root cause of this issue was due to an electrical malfunction of the reamer drill used with rio.